Manufacturer narrative:
Investigation conclusion: a specific cause for the reported event of driveline infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief intact and properly engaged to the graft attachment. The apical cuff was not returned. Visual inspection of the inflow and outflow cannulas did not reveal any evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous treatments are reported under MFR. # 2916596-2019-02508, 2916596-2019-02509, 2916596-2019-02510, and 2916596-2019-02511 respectively. The approximate age of the device was 2 years and 1 month. No further information was provided. The patient remains ongoing with the replacement device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient underwent a pump exchange due to an ongoing percutaneous lead exit site infection. Previous treatment was provided on (B)(6) 2017 and (B)(6) 2018 included revision of the driveline and antibiotics. The customer reported that the pump worked as expected. No further information was provided.